Manufacturer narrative:
This follow up report is being filed to relay additional information.

Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided: product location unknown.

Event description:
It was reported that patient enrolled in a clinical study and underwent a partial knee arthroplasty on (B)(6) 2010. Subsequently, the patient underwent a revision procedure on (B)(6) 2015 due to unknown reasons.